Event description:
Event description guidant received information that this endotak defibrillation lead and implantable cardioverter defibrillator (ICD) were explanted. The device was returned for analysis. There was no allegation against the device or lead. A new guidant implantable cardioverter defibrillator (ICD) was implanted along with a competitve defibrillation lead.